Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that her one touch ultra2 meter was not powering on. The medical affairs specialist (mas) spoke with the patient two days later and obtained add'l info. The patient informed the mas that she has had the meter for 6 months and is on insulin (novolog-sliding scale based on the meter results, and lantus 10 units am and 10 units pm). The patient also reported to the mas that the power issue was intermittent - "meter would turn on sometimes and would not at other times". She had replaced the battery 3 times since the month before, when the power issue began. A week prior to her call to lfs (specific date/time not provided), the patient was feeling hot and sweaty. She attempted to test on the subject meter, which powered on this time and was able to obtain a result of 431 mg/dl. Based on this result, she took her novolog insulin sliding scale dosage of 12 units. About 1/2 hr later, she started feeling shaky and tired. She did not attempt to test on the subject meter since she "did not trust it anymore". She instead tested on her backup meter (ot ultra) and obtained a result of 57 mg/dl. She felt that this result "truly" reflected how she felt. The patient treated self with food and felt better within the hour. She did not seek medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strips and had replaced the battery per the owner's manual. Based on the info provided, there is no misuse of the product. However, the meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the patient claimed she took a sliding scale dose of insulin based on the result obtained on the reported meter and later became hypoglycemic. The alleged power issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.